Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; no further information could be obtained. When the two guidewires were returned for the manufacturer investigation, the coil wire of both guidewires were found broken. In case of recurrence, there is a risk of possible guidewire separation and potential to cause or contribute to serious injury (foreign body in patient); therefore, it is concluded reportable as malfunction. Since the manufacturer's reportability justification was revised at the time devices were returned, the date of awareness is considered as the date the devices returned to the manufacturer: 12/26/2016. Two guidewires were involved in one event; this is a report for 2 of 2. The subject two guidewires (hereinafter guidewire a and guidewire b) were returned for investigation. Guidewire a had its coil wire broken at the distal solder and the coil wire was stretched at the middle solder. Guidewire b had its coil wire broken at the distal solder and tissue-like substance was attached on the breakage site. Because of the coil wire breakage, the coil was lodged in the catheter and the physician felt resistance during the catheter delivery. The two returned guidewires were of the same lot. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the investigation outcome, it is concluded that rotational force exceeding the product's design limit might be inadvertently given while the guidewires were trapped by the lesion. The rotational force was thought to be applied continuously leading unraveled coils to break apart. There was no indication of product deficiency. The warnings section of the IFU states that: never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720) in the same direction.

Event description:
It was reported that during pta for treating a lesion in the right tibial artery, two guidewires of the same lot number were used but both failed to deliver a catheter due to the surface irregularity found on both guidewires. There was no known patient health impact.